Event description:
A non health care professional reported lens was cracked in the cartridge, was removed and a new lens was used to insert, the lens was in contact with the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).